Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to report the display screen of their orthopat machine was blank. No operator or donor injury was reported. Evaluation of the unit confirmed the reported problem. Further diagnosis confirmed the issue resulted from a major saline intrusion and subsequent failure of the power supply and fuse. As a result, various components were replaced including the power supply. The product issue identified in this report (fluid spill) was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04/29/2011-001-r. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2010 to report the display screen of their orthopat machine was blank. No operator or donor injury was reported.